Manufacturer narrative:
Insulin pump was unable to prime during the prime/a33 test due to a faulty force sensor resistor. Unable to perform the no delivery test due to the prime anomaly. Cracks to the display window, battery tube threads, reservoir tube and reservoir tube lip also noted.

Event description:
It is reported that customer received excessive no delivery alarms. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.